Event description:
It was observed that during the device evaluation, the colonovideoscope had no image, image noise and white residue in the auxiliary channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has an issue in image due to degraded plug unit with moisture damage. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to electrical/electronic component problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.